Manufacturer narrative:
The device was evaluated by the returns department which found that the compressor was noisy. No alarm was not confirmed.

Event description:
This unit is not alarming due to a defective on/off switch. It was also found that the unit is getting 2 green 1 red light error code on the pcb.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
This unit is not alarming due to a defective on/off switch. It was also found that the unit is getting 2 green 1 red light error code on the pcb.